Event description:
During a benign prostatic hyperplasia (bph) procedure, it was reported that in 10:04 min at 38,145j into the case, the fiber was firing in all directions. A second fiber was utilized to complete the case. There were no patient clinical consequences reported due to this event.

Event description:
During a benign prostatic hyperplasia (bph) procedure, it was reported that in 10:04 min at 38,145j into the case, the laser was firing through the tip of the fiber. The physician "tensed off" the fiber once during the case. It was also reported that no stones were present to cause the fiber to fire through the tip. A second fiber was utilized to complete the case. There were no patient clinical consequences reported due to this event.

Manufacturer narrative:
Analysis of the device revealed the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap exhibits severe devitrification at output window. The metal cap exhibits mild char on surface. The outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. The probable root cause of the failure is heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. An evaluation conclusion code of operational context was assigned to this investigation.

Event description:
During a benign prostatic hyperplasia (bph) procedure, it was reported that in 10:01 min at 38,145j into the case, the laser was firing through the tip of the fiber and was misfiring. The physician "tensed off" the fiber once during the case. The tip of the fiber was cleaned during procedure. It was also reported that no stones were present to cause the fiber to fire through the tip. A second fiber was utilized to complete the case. There were no patient clinical consequences reported due to this event.